Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found operating at the elective replacement indicator (eri) level and within expected longevity. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a patient presented to clinic for a pacemaker changeout procedure due to premature battery depletion. The physician elected to explant and replace the pacemaker. The patient was recovering following the procedure.